Event description:
New information noted that lead issue was originally seen since (B)(6) 2019.

Manufacturer narrative:
Additional information: b3, b5, g4, h2.

Event description:
New information noted that programming changes were made to resolve the issue. Patient was stable throughout event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03319. It was reported that the asymptomatic patient presented with non- sustained rv oversensing (nsrvo). Upon review, it was determined that the device was not capturing in the ventricle resulting in temporary oversensing. The event was isolated and no programming changes were made.